Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Complainant part is not expected to be returned for manufacturer review/investigation. Manufacturing location: monument; manufacturing date: february 15, 2018; expiration date: january 31, 2028; part: 04.037.142s; 11mm/130 deg ti cann tfna 170mm- sterile; lot: h569793 (sterile); lot quantity 6. Work order traveler met all inspection acceptance criteria. Inspection sheet, in-process/inspect dimensional/final met all inspection acceptance criteria. Inspection sheet, tfna assembly inspection met all inspection acceptance criteria. Packaging label log lppf was reviewed and determined to be conforming. Packaging bom was reviewed and all components issued met current defined requirements. Sterilization control number (scn) 14698 supplied by ethicon (abq) was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component parts reviewed: part: 04.037.942.2; lock prong, 130 degree tfna, bp55; lot: l660167; lot quantity: 95 work order traveler met all inspection acceptance criteria. Part: 04.037.912.4; wave spring, shim ended, bp55; lot: h474707; lot quantity: 1,000 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Material certificate and certificate of conformance and quality history card received from smalley were reviewed and determined to be conforming. Part: 04.037.912.3; tfna lock drive, bp58; lot: h533980 quantity: 1 / h538149 quantity: 5; lot quantity: 159 (total). Work order travelers met all inspection acceptance criteria. One piece from lot h533980 was scrapped in cell at anodize, for being dropped. Inspection sheets met all inspection acceptance criteria. Part: 21127; timoagri16.00, bp80; lot: h345740; lot quantity: 3,237 lbs. Certificate of test received from ati allvac was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Year of event reported as 2018; however exact date of postoperative nail breakage is unknown. Implanted approximately 6 months prior to revision surgery; however exact date is unknown. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A review of the device history records has been requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the trochanteric fixation nail advanced (tfna) cephalomedullary nail was discovered to be broken at the level of the helical blade hole and patient has a non-union of an intertrochanteric hip fracture. The patient underwent surgery for an intertrochanteric hip fracture approximately 6 months ago with a short tfn-a nail with helical blade. The patient was being monitored as the fracture healed. On (B)(6) 2018, the patient underwent revision surgery. The broken nail, helical blade and interlocking screw were removed. The fracture was reduced, and a long tfn-a nail was inserted with a tfn-a screw and distal interlocking screw. The procedure was completed without complication. Concomitant devices reported: locking screw (part# unknown, lot# unknown, quantity 1); tfna helical blade (part# unknown, lot# unknown, quantity# 1). This report is for one (1) tfna nail. This is report 1 of 1 for complaint (B)(4).